Manufacturer narrative:
No evaluation possible. Both fractured pedicle screws remain anchored in the patient where originally positioned. The lot number of the suspect devices has not been provided. Upon additional the receipt of additional information and/or the return of product in question a follow-up submission will be provided. Indications for use as stated in both the surgical technique and the instructions for use (ins-012); polyaxial pedicle screws and offset connectors are limited to the thoracic spine (t1-t3) in treating thoracic conditions only. These screws and offset connectors are not intended to be placed in the cervical spine.

Event description:
Post-op x-rays reveal two pedicle screws had fractured and broke and remain anchored in the patient. Both devices were implanted on (B)(6) 2011 during a front and back fusion from the c3 through c7 using phygens cabo and catalina systems.